Event description:
A clinical study report stating that after using the perfluoropropane gas the patient was experienced with corneal epithelial injury. Medical treatment was provided and symptoms were resolved.

Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00040. All future reports will be submitted under mfg report num reflected in section g.8 of this report. The c3f8 [perfluoropropane (pfp)] gas tank was not returned for evaluation. A check of the batch production record for lot showed no unusual manufacturing issues. A check of the complaint records showed seven other complaints against lots. A check of confirmed complaints for corneal epithelial injury, corneal edema, or ocular hypertension showed no complaints since the beginning of 2015. No sample was returned for evaluation. An analysis of the retain sample for lots, showed that the product was perfluoropropane (pfp) and met all release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).